Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that during a cataract extraction with intraocular lens implant procedure, at the time of implanting the lens in the cartridge and sliding the lens with the handpiece, the cartridge fractured. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the cartridge was returned. Viscoelastic was observed dried only in the tip. Heavy stress lines are observed at the parting line and on the tip. The tip has torn inside the aneurysm along the right side. The end of the aneurysm has stretched the cartridge material and tore. The cartridge tabs show evidence of being placed into a handpiece. The cartridge product history records were reviewed documentation indicated the product met release criteria. The customer indicated the use of an unspecified handpiece. The iol and viscoelastic are unknown. Without the lens model and diopter it cannot be confirmed if a qualified lens/cartridge/handpiece combination was used. The reported tip damage was observed. The root cause may be related to a failure to follow the directions for use (dfu). An inadequate amount of viscoelastic was observed. Viscoelastic was observed in the tip only. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ophthalmic viscosurgical device (ovd), which may result in damage or delivery issues. It is unknown if a qualified viscoelastic was used. Due to differing viscosities, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).